Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not taking the meter readings. When he attempted to do an infusion set change, the screen went black, started to count from one to six, and the insulin pump asked him to insert the time and date. The customer received missed bolus alarms whenever he checked his blood glucose with the meter. In the alarm history unexpected restart, external error, low reservoir, and no delivery alarms were found. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.